Event description:
Patient successfully wrapped call light cord attached to inpatient bed around neck, causing cardiac arrest, code blue event. Patient was resuscitated and transferred to ICU following event.

Manufacturer narrative:
A complaint was received on (B)(6) 2023 reporting a patient successfully wrapped call light cord attached to inpatient bed around neck, causing cardiac arrest, code blue event. Patient was resuscitated and transferred to ICU following event. The sample is not available for evaluation. The root cause was determined to be end user error. Literature / catalog 0-2333 was reviewed and found to list the following warning: failure to comply with these warnings may result in injury or death. This device is not suitable for all individuals. This device is not a substitute for visual monitoring by caregiver. The manufacturer does not claim that this device will stop elopement and/or stop falls. This device is designed to augment caregivers' comprehensive patient mobility management program. Test this device before each use. Do not use without reading the instructions. These fall prevention devices are to be installed by a licensed caregiver. As such, it is the entire responsibility of the caregiver to ensure that the system is not designed to replace good caregiving practices including but not limited to: direct patient supervision, adequate training for staff personnel for fall prevention and/or elopement, and testing of the system before each use. An inventory check of the nurse call cord, universal was made by deroyal, a total of 13 of the m2300-nc were inspected, and no discrepancies were identified during the inspection. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.